Event description:
It was reported that a pt was receiving v.a.c. Therapy following removal of a melanoma that had metastasized to the right groin area. The preoperative exam showed the mass fixed to the pelvis. The CT scan showed a plane between the deep surface of the tumor and the vessels, a positive lymph node was noted. In the operative note it was decided not to dissect the node to prevent worsening bacterial contamination of the site as well as potential seeding of the pelvis. The wound was described as extensively colonized extending along the entire groin crease to the scrotum to the anal verge. V.a.c. Therapy was initiated in the operating room. In the morning, five days later, the pt called out and the hosp staff went in to his room and found blood on his abdominal/leg area and on the bed. The staff observed that the pt lost his pulse for approx 60 seconds and a code was called. The staff stopped v.a.c. Therapy and the pt was taken to the operating room where it was discovered that he had an arterial bleed. A vein graft from the pt's lower leg was used for repair and v.a.c. Therapy was re-initiated. The pt's wound is healing without further problems.

Manufacturer narrative:
Additional info rec'd from the health care provider indicates that the operating note from stated that the femoral artery was macerated possibly from contact of the dressing with the artery. Two large pieces of foam were placed in the wound. The reporter indicated that the foam might not have been trimmed to conform to the wound size. It is unknown if a nonadherent layer was used. However, the CT visualization of a plane between the deep surface of the tumor and the vessels suggests that there was a natural barrier between the dressing and the vessels. V.a.c. Labeling states: "note wound dimensions and pathology and select appropriate foam. Cut the foam to the dimensions that will allow the foam to be placed gently into the wound." It also states: "precautions should be taken for pts when placing the v.a.c. Dressing in close proximity to blood vessels or organs, take care to ensure that all vessels are adequately protected with overlying fascia, tissue or other protective barriers". The actual device was evaluated by kci quality engineering. When the pressures were tested at 200mmhg and 125mmhg, they were 191.3mmhg and 119.5mmhg respectively. The unit was also tested at 75mmhg which is the therapy setting that was being used by the pt and the unit passed the testing.